Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead had intermittent sensing of p-waves and the lead was not capturing in the atrium at max outputs. Two years later, the patient was cardioverted for atrial fibrillation. Impedance and sensing measurements were normal, however, the lead was still not capturing at max outputs. A chest x-ray was taken and it was determined that the lead had dislodged. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.